Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon broached to a size 4. Upon implant prosthesis sat approx 1cm proud. Surgeon made several attempts to seat size 4 stem unsuccessfully. Then resected more neck and implanted a size 3. The surgeon was frustrated and expressed post surgery that he felt the broach/implant tolerances were mismatched."